Event description:
It was reported that one day post implant the right ventricular (rv) lead had high thresholds, and x-ray confirmed the lead had dislodged and was no longer in the septum. It was noted that the patient had used his arm to lift himself. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead (B)(6) 2014. (B)(4).